Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing, low pacing impedance measurements less than 200 ohms, and pacing inhibition greater than two seconds. It was noted that the patient experienced a syncopal episode. It was also noted that the patient has twiddler's syndrome and admitted to twisting the device in the pocket. A revision procedure was performed and this lead was surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.